Event description:
The customer reported that the insulin was squirting out during the manual prime process, and the motor did not stop until all the insulin is pushed out. The caller mentioned that after the insulin is pushed out the device turns off and starts recounting. The customer stated that the piston keeps pushing, and it is not detecting the reservoir. The caller also stated that an error message came on display, but he is not sure what message it was. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the error alarm.